Event description:
It was reported "loss of ap signal". Additional information stats that to continue therapy the pump console was swapped out. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "loss of ap signal" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the front-end board was replaced to resolve the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the missing ap waveform. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "loss of ap signal". Additional information stats that to continue therapy the pump console was swapped out. No patient injury or consequence reported. The patient's current condition is reported as "fine".